Manufacturer narrative:
This is a final report.

Event description:
It was reported that an intraoperative x-ray showed that the electrode array of the pt's device was not in the cochlea. Explantation surgery was done six days later. No info regarding reimplantation was provided.